Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons had delayed responsiveness for one month. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a dry towel. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was peeling at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up and down buttons were intermittently unresponsive and the ok and contrast buttons responded appropriately. Evaluation revealed that the bolus button was hard to press. There was evidence of keypad contamination found under the contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.